Event description:
It was reported that the patient presented for routine follow up. Upon review, several high ventricular rates caused by noise on both leads were discovered. The lead's integrity tested within normal ranges and found after manipulating the pacemaker header there was noise on both leads. It was noted that oversensing happened during activities where the patient was lifting their arms above their shoulder causing light headedness due to underpacing. Pacemaker header connection issue was suspected. Patient presented for procedure and after tightening the pacemaker header set screws, noise was still present. The pacemaker was replaced to complete the procedure. Patient was stable before and throughout the procedure.

Manufacturer narrative:
The reported events of header anomaly and noise were not confirmed. The device was received with normal telemetry and normal output. Analysis performed, including noise testing, did not identify any functional issues. Visual inspection of the epoxy header was performed, indicating an unusual appearance of the epoxy. Feedthrough leak test was performed, indicating no sign of hermeticity breach. Manufacturing investigation was also performed to assess the epoxy condition, which determined that this condition is acceptable and not problematic. Longevity assessment found the device operating above the elective replacement indicator (eri) level and within expected longevity.

Manufacturer narrative:
The additional regulatory report submitted on mar 1, 2024 should have included g3 - date received by manufacturer(feb 27, 2024).